Event description:
During a coronary drug eluting stenting treatment procedure, stent damage and an embolization occurred. The physician was attempting to place a taxus express2 3.5x28mm drug eluting stent. The stent was unable to cross the lesion and caught on the proximal edge of a stent that was placed a year earlier. The stent flared out. The sheath was exchanged for a larger size and the flared stent had to be retrieved with a snare. No pt complications occurred. Pt status is satisfactory. The physician indicated that he did not feel that this was a product malfunction.